Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker device exhibited indicates 3 months to remaining longevity. Boston scientific technical services (ts) recommended replacement within 28 days. The field representative requested for analysis. Another field representative called to inform that this device was returned and analysis indicated that this unit noted to had an anomaly either at or shortly after implant. The power has been unusually high and somewhat irregular and appeared to be related to the right atrial (ra) pacing channel which had many noise results. Additional information from field representative indicated that there was a confirmed longevity issue of this pacemaker device. The device was explanted. No additional adverse patient effects were reported.